Manufacturer narrative:
(B)(4). Product not returned for evaluation. Replaced strips only. Customer satisfied with the meter. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: the customer called back on (B)(6) 2017 stating she had spoken with her doctor and that he had advised her to go the emergency room; customer stated she was going to go to the emergency room. At follow-up call on (B)(6) 2017, the customer stated her condition had improved in relation to her diabetes. Customer stated she still felt bad possibly due to her cold as she is recovering from the flu. Customer stated she had gone to the emergency room on (B)(6) 2017 and that she had been given IV fluids to bring her glucose level down and an antibiotic to treat her cold. Customer stated her blood glucose test when at the hospital was 454 mg/dl. Customer stated they got her glucose down to 240 mg/dl while at the hospital. Customer stated the diagnosis from the hospital was hyperglycemia and a bad cold. Customer stated she was released within six hours. Customer stated she is scheduled to follow-up with her doctor on (B)(6) 2017. Customer stated she obtained a result of 122 mg/dl fasting on (B)(6) 2017 with the truemetrix air meter. At follow-up call on (B)(6) 2017 the customer stated she did follow up with her doctor on (B)(6) 2017 and was prescribed lantus 10u one time daily. Customer stated she will continue to follow up with her doctor to monitor her diabetes.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred once the test strip was inserted. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated she felt frustrated and jittery. Customer stated she was going to call her doctor. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 457 mg/dl using truemetrix air meter. The product is not stored according to specification and is stored on the kitchen table. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date was undisclosed.